Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging apply sample - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 - 6/2/2015 correction. This supplemental is being sent to correct information that was submitted previously within the narrative of follow up #1. The patient¿s meter has been received and tested, the patient's test strips have not.

Manufacturer narrative:
Follow-up # 1 - 6/2/2015 device evaluation. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.